Event description:
It was reported that: the machine is not used frequently for general anesthesia cases. The absorbent material is normally replaced once a week. The facility uses sodasorb for the absorbent material. The user observed high readings for co2 and low agent readings during the case. Approx half of the agent that was set was being delivered. After the case, the pt was reported to have recall of the procecdure.